Manufacturer narrative:
The device was returned to the manufacturer for evaluation and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. The vad coordinator reported that the patient had low voltage alarms on the system controller. The customer stated that the batteries and battery clips had been replaced to troubleshoot the problem. The log file contained many power cable disconnect events and about 12 events were associated with low voltage hazard events. The customer reported that the patient felt faint and had shortness of breath during the low voltage events. The system controller was exchanged.